Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation of concomitant medical devices: product ID: 5076-52, 4245 (competitor lead), implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that there was high impedance and a lead fracture was suspected. The lead was capped and will be replaced in the future. No patient complications have been reported as a result of this event.